Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: bypass. According to the reporter: three clips lacerated vessels when applied, and one clip broke in half during the application. In addition, one clip formed unevenly. Blood loss and tissue damage was reported. There was unintended blood loss of 250cc during the case. The staff applied another device to finish the case.